Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a p-wave amplitude measurement issue, and atrial undersensing. Atrial undersensing observed on (B)(6) 2016 in multiple electrogram episodes. Low p-wave amplitude observed in save-to-disk data measuring between 2.125 millivolts and 4.625 millivolts.

Event description:
It was reported that the patient was hospitalized after receiving inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. In addition, there was possible oversensing observed with the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.